Event description:
It was reported to baxter (B)(4) that a multi-rate infusor device experienced backflow from the filling port during filling. The device was being filled with ropivacaine hydrochloride hydrate and saline when backflow was observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
The account alleged when they set the brakes and they push on the stretcher, it will pop out of brake.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of backflow from the filling port. The root cause could not be determined. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.